Event description:
On 02/05/07, nellcor received a report where it was claimed that the tube developed a cuff leak during patient use. The caller reported that the patient was intubated in the o.r in 2006. The caller reported that two hours later the patient was "losing volume on the ventilator." Upon visual inspection, it was discovered that the tube developed a cuff leak. The tube was replaced without incident.